Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No battery or power anomalies noted during testing. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin on keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was 49 mg/dl. The customer also reported that the insulin pump had received replace battery now alarm and it showed blank display. The customer was assisted in troubleshooting and it was reported that the contacts on the battery cap were missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.